Event description:
Patient with a history of right breast cancer in situ with bilateral subcutaneous mastectomies, history of right axillary node dissection, previous implant reconstruction in 1986 with recent changes in the shape of the breast. There was suspected leakage of the implants along with the capsular contracture. Admission with removal of bilateral silicone implants. Examination of the implants revealed them to be intact bilaterally.